Event description:
During a hip arthroplasty, approx 1mm of steinmann tip fractured. This pin was taken out of its regular packaging and was included in an hip arthroplasty tray that was then sterile processed. This tray had been assembled and was on the shelf for an uncertain amount of time. Consequently, manufacturing information was unavailable.